Event description:
After the catheter had been inserted for one month, the catheter was found to be leaking over the disk. The catheter could not be used anymore.

Manufacturer narrative:
Results of the device eval will be filed in a supplemental report when sample is received. Add'l info necessary in determining reportability. Requested on 01/03/2012. Info received on 01/17/2012.